Event description:
It was reported by the rep that the device was used during a laparoscopic toupet fundoplication. It was reported the surgeon reported leaking of pneumoperitoneum after several hours into the procedure. The leaking occurred in the upper left quadrant location. A visual exam confirmed a torn gasket. A one seal reducer cap at his operative port was also leaking. The surgeon was ready to begin intercoporal suturing and lost pneumoperitoneum. The surgeon took upper left operative port and switched with lower left port to finish the case. Also, he put a ms512 reducer on upper left port. Upon removal of trocars, another 511sd trocar exhibited a tear. There was no consequence to the pt.